Event description:
It was reported that (2) devices were used during a laparoscopic sub-total gastrectomy. It was reported by the affiliate that the tsb45 instrument staples malformed on the fifth firing (with tr45b), but cut the tissue. The surgeon put in some overstitches to complete the case.